Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported dose delivery error is being attributed to user error. The log review confirmed that the user increased the infusion rate from 0.47 ml/hr to 0.6 ml/hr, which resulted in an adjustment of the dose from 0.5 mcg/kg/hr to 0.6391 mcg/kg/hr, and it was allowed to infuse for 58 minutes. No device malfunctions or anomalies were identified during testing or log review that could have contributed to the event. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 24nov2025, an allegedly dose that was delivered wrong using a syringe pump module. There was patient involvement, but no harm. Additional information received: customer states "for the bd alaris system, we can see that at 23:32:40 the rate was changed from 0.4694 ml/hr to 0.6 ml/hr. This was done as a single action with a single time stamp of 23:32:40 for the stop and start with of the infusion. There was no patient injury.